Event description:
After an implantation period of aprox 1.5 years, the nail broke at the bore-hole for the lag screw. There was no adverse consequence for the pt or delay in surgery or anesthesia time.